Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 143 mg/dl. Customer stated insulin is squirting out during the manual prime process. Customer stated they are unable to exit the preparing to prime loop. Advised discontinuation of the insulin pump. Troubleshooting was done. Nothing further reported.